Event description:
Same case as MFR#: 2134265-2010-04779. It was reported that post a stenting treatment procedure, the patient had an mi and stent thrombosis. The target lesion was located in the proximal to mid circumflex (cx). Two taxus express stents, size 2.25x24mm and 2.75x16mm, were deployed overlapping in the cx. No complications occurred during the initial procedure. The patient was administered plavix. Eighteen months later, the patient was scheduled for an unspecified surgery and stopped taking plavix. Two weeks later, the patient presented emergently with a myocardial infarction and thrombosis in the cx. A balloon catheter was used to treat the vessel and a 2.5x18mm promus stent was deployed. No additional patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).